Event description:
The complaint alleges that the device will not light. The batteries were changed and device still not work. There are no reports of patient harm or injury.

Manufacturer narrative:
The MRI kit was received intact, no sign of damage to the carrying case, no signs of abuse or misuse to individual blades and handle components inside the case. All components were accounted for regarding the blades, handle, and batteries. One of the batteries that was received with the sample kit was installed into the handle. Several blades from the kit were attached to the handle and the light would not energize. The exhausted battery was removed and a fresh, known good battery was installed into the handle. Another blade was attached after the new battery was installed and the light glowed brightly with no interruptions. Each blade in the kit was attached to the handle with the new battery. The bulb glowed brightly and light was easily transferred through each of the blade fiber optics as intended for use. Based on the investigation performed, the reported complaint could not be confirmed. Two exhausted batteries were returned with the unit. The batteries are replaceable components of the kit, and are expect to be replaced periodically.